Event description:
Customer alleged that their gi department was processing endoscopes up until the 17th day. They tested the solution with cidex opa test strips which passed. The asp customer care center representative informed the customer that we could not claim hld efficacy past 14 days even with passing test strips. The customer was using cidex opa in their aer. The facility notified their patients. No adverse effects/infections have been noted at this time. The customer indicated they have the product instructions for use (IFU).

Manufacturer narrative:
Asp investigation summary: the investigation included the complaint trending results, failure mode and effects analysis, and the system hazard and user misuse analysis. No lot # was provided; therefore, a batch record review was not performed. No lot # was available; therefore, a complaint lot history review could not be performed. A review of the complaint history from (B)(6) 2009 to (B)(6) 2010 with the problem code of 'expired product' revealed 7 complaints, which averages to less than one complaint a month. This is not considered a significant trend. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed. The fmea risk score for potential failure mode of ineffective product due to expired solution is below the threshold of 100. The shuma indicated that the risk posed by this potential hazard of a patient infection due to using expired solution has been identified as category ii risk is as low as reasonably practicable. No product was returned for evaluation. The root cause of the complaint is failure to follow the instruction for use. No further action is required at this time. Asp will continue to monitor for trends.